Event description:
According to the customer, on (B)(6) 2023 an individual was walking with the shoe covers when she "slipped and fell on her left knee".

Manufacturer narrative:
According to the customer, on (B)(6) 2023 an individual was walking with the shoe covers when she "slipped and fell on her left knee". The customer reported the shoe covers are "slippery". The customer reported she was seen by a physician, given "prescription medications", and given a knee brace after the reported incident. The customer reported an MRI was ordered, she is following up with a "specialist" to determine if surgical intervention is required, and remains out of work. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.